Event description:
(B)(4) clinical study: same case as MDR ID: 2134265-2013-03539 and 2134265-2013-03605. It was reported that post a coronary stenting procedure, the patient experienced myocardial infarction and target vessel revascularization occurred. In (B)(6) 2011, the subject presented with stable angina and underwent catheterization which revealed a lesion located in the mid portion of a saphenous vein graft (svg) to the 1st obtuse marginal artery (om) with 75% in-stent restenosis (unknown stent) and was 36 mm long with a reference vessel diameter of 4.0 mm. It was treated with direct stent placement of a 4.00 x 38 mm taxus liberte stent with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, a 4.0x38mm ion stent was placed in the svg to om1. In (B)(6) 2012, a 4.0x24mm ion stent was placed in the svg to om1. On (B)(6) 2013, the subject presented with recurrent substernal chest pain. ECG revealed a non-specific t-wave abnormality. The subject at that time of the event was taking aspirin and prasugrel. Coronary angiography revealed an ostial occlusion on the left circumflex (lcx) and 80% proximal stenosis with thrombus on the svg to om. The proximal portion of svg to 1st om was treated with direct stent placement using a 4.00 x 16 mm promus element stent, with 0% residual stenosis. The proximal lcx was treated with balloon angioplasty and placement of a 2.75 x 20 mm promus element stent with 0% residual stenosis. The next day, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).